Event description:
In 2008, underwent a redo l3, l4, and l5 laminectomies with l3-4, l4-5, and l5-s1 posterolateral fusion. Insertion of posterior segmental instrumentation. Lumbar radiculapathy. Use of local bone with infuse bone morphogenic proteins. Dismissed five days later, with a clean and dry wound to hospital. He was readmitted in early 2009, readmitted to another hospital the same day with + cx clostridium perfringes - small amount few wbcs and no microorganisms seen on gram stain. Possible relation to the grafts/implants used. Dose or amount: 10cc, 5.6cc kit. Route: intradiscal. Intradiscal. Dates of use: 2008. Diagnosis or reason for use: spinal fusion.